Manufacturer narrative:
Summary of evaluation: the ultem material has been upgraded to improve the reliability and durability of the instrument handle.

Event description:
After autoclaving the instruments, the o.r. Supervisor noticed that blood residue still remained in the small cracks on the handles of the instruments.